Manufacturer narrative:
(B)(4) the customer returned one arterial catheter and lidstock for analysis. Signs of use were observed on the catheter body. The guide wire involved with this complaint was not returned. Visual analysis revealed that the catheter extension line was kinked adjacent to the luer hub. Microscopic examination confirmed the kinking and revealed crease marks that resemble the slide clamp. No other defects or anomalies were observed with any other portion of the catheter body. The kink on the extension line measured 2-3mm from the luer hub. The distal extension line outer diameter measured 2.47mm, which is within the specification limits of 2.39mm-2.49mm per the distal extension line extrusion product drawing. The distal extension line inner diameter (at the luer hub) measured 1.143mm (0.045"), which is within the specification limits of 1.090mm-1.190mm per the distal extension line extrusion product drawing. The catheter body outer diameter measured 1.26mm, which is within the specification limits of 1.24mm-1.30mm per the catheter extrusion product drawing. A lab inventory guide wire (outer diameter measured 0.61mm) was inserted through the catheter body. Resistance was encountered at the location of the kinking on the extension line; however , the guide wire was able to pass through all other sections with no resistance. Performed per IFU statement, "thread tip of catheter over guidewire". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The customer report of a kinked catheter was confirmed as part of this complaint. Visual analysis of the returned catheter revealed kinking on the extension line from the slide clamp. This kink created slight resistance when a lab inventory guide wire was inserted through the catheter. Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the appearance of the kinking appears consistent with contact with the slide clamp; however, the root cause cannot be determined as it is unknown if this occurred before or after the customer handled. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the procedure, it was impossible to advance the guide through the arterial catheter because it was bent." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the procedure, it was impossible to advance the guide through the arterial catheter because it was bent." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.